Event description:
It was reported that the center locking nut would not ratchet and appeared to strip. The crosslink was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination confirms crosslink center hex head is stripped. No visual evidence of nut misalignment identified. Dimensional verification of hex width conformance to print specification. Unable to examine the associated x10 driver, due to not being included with the complaint return product. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event due to exclusion of associated instrument from complaint return. A review of the device history records did not identify any applicable nonconformance to specification.